Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the surgeon able to visualize a clip in the jaws prior to firing? The applicator was clearly visualized in an open field. Did the clip cut the artery or did the jaws cut the artery? No clip was seen to be deployed. Only the jaws closed onto the vessel. Which firing of the device did this event occur on? I am not 100% sure but my memory is that it was towards the end of the run. A clip was deployed immediately after the attempted application to check if it was the end, and a clip successfully deployed. What vessel or structure was the device fired on at the time of the event? The facial artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? None more than normal. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes out of the patient. A clip deployed and the device was set aside. What were the indications for surgery? Neck dissection for oral cancer. What was found? Cancer. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? Registrar. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a neck dissection procedure, the clip applier was used five or six times without incident. It appears that when the clip applier was used again it severed an artery in the carotid area. Visibility was obscured by blood therefore it was unclear whether the clip deployed properly. The patient was stable after the event. Unknown how case was completed.